Event description:
Event was reported to caldera medical by an attorney. The patient experienced pain, infection, erosion, dyspareunia, urinary problems and recurrence. No further information has been provided.